Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 71136 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® k3e 7.2mg plus blood collection tubes a lot of force required to push the tube into the back end of the holder during venipuncture.

Manufacturer narrative:
Date received by manufacturer is corrected to 11/24/2016.